Event description:
Medtronic received information that during use in a patient transport the batteries on this bioconsole instrument drained within five minutes. The batteries did not maintain a charge and the patient was transported using a hand crank. There was no adverse patient affect. The patient was in stable condition and the instrument continued to be used on ac power. The field service technician was dispatched.

Manufacturer narrative:
During field service analysis on site at the reporting facility the reported drained battery issue was confirmed. Analysis found that one of the batteries tested at 12.00 volts; a medtronic specification specifies 12.75 volts. The field service technician (fst) installed a new batteries to resolve the reported problem and performed a full instrument preventative maintenance and calibration. The instrument was returned to the customer for use. (B)(4).